Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the trunk cable was ripped from the distribution node and connector j702 on the distribution not pca board was damaged, which caused the reported check therapy electrode messages. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.